Event description:
A patient reported their aligners fit however; they have a loose tooth on the bottom, so they are afraid to wear them anymore.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.